Event description:
It was reported by a company representative that a vns patient was deceased after reviewing an online obituary. The obituary provided the patient died after a short illness. Additional relevant information has not been received to-date.